Event description:
It was reported one day after implant that the patient's right ventricular (rv) lead showed rising pacing threshold, reduced sensing, and phrenic nerve stimulation. It was reported that the rv lead had likely perforated and the rv lead was repositioned. Four days later there was loss of pacing capture and an x-ray confirmed another perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.